Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure this right ventricular (rv) lead was exhibiting high out of range shock impedances greater than 200 ohms. The lead was re-inserted into the header of the new device and the impedances were still high, so the lead was surgically capped and replaced. It was suspected that there was a conductor fracture, and it was noted that the device pocket was extensively debrided during the procedure. No adverse patient effects were reported.